Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Pump received with normal operating current. Insulin pump passed displacement test and self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. However, insulin pump unable to download to carelink pro, problem isolated to m/b.

Event description:
Information received by medtronic indicated that the insulin pump was losing settings when the battery was changed and it did not communicate with carelink anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.